Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical optiva w i.v. Catheter was placed on the patient to perform intravenous antibiotic therapy. The catheter was placed correctly of the patients left hand. Antibiotic IV therapy was stopped two days later for a medication administration given orally. Then, the nurse injected a contrast agent into the patient vein for scanning the patient hand. Once injected, the nurse realized the medication had leaked on the patient hand . No extravasation was identified. At the removal of the catheter, the nurse noticed the catheter cannula was missing and she observed a crust at the point of puncture. The child was transferred urgently to the pediatric vascular surgery department of a care facility for the care of the patient to removal the cannula. No additional adverse patient effects.